Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('bleeding- general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary: vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, genital bleeding, psych injury, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case was upgraded to incident. Events per pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal. Bleeding, psych injury, vaginal infection, vaginal discharge. Outcome of pain, bleeding, bladder/urinary were added. Essure insertion date and removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.